Manufacturer narrative:
A review of the manufacturing documentation of the device found no anomalies or deviations potentially related to the event occurred during manufacturing. A review of sterilization records found them to be satisfactory. This is the final report.

Event description:
A report was received that a patient was having soreness at the pocket site and a low grade fever. The physician determined that the patient had an infection at the ipg site. The pocket was cleaned and stitched back up. The patient was prescribed oral antibiotics and was reportedly doing well.